Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 02/17/2016. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found physical damage to the blue front cover, cracked black cover, broken battery latch and no backlight on the lcd screen. A review of the archive was performed and several user advisories (ua) 12 (lifeband not attached) were observed. It was found that the lifeband clip detection switch was slightly out of adjustment and was corrected to clear the ua 12. The platform was functional tested and the autopulse exhibited a ua 17 (max motor on time exceeded during active operation) upon power up due to a motor drive train fault. In summary, the customer's reported complaint of the platform exhibiting ua 12 and physical damage to the platform were confirmed. After the service repair was performed, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned .

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) error message. The customer also observed that the blue case was damaged. No patient involved during this event. No additional information was provided.